Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: there was visible moisture observed behind the display. The pump powered on to a blank display. Leak testing revealed a display lens leak. The pump was opened, revealing moisture corrosion on the printed circuit board, the motor assembly, and the battery housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. Reportedly, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.